Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's spouse reported via telephone call that the insulin pump act button became unresponsive. The spouse did not know the blood glucose reading. The spouse was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The spouse was advised that the insulin pump would be replaced and agreed to return the product for analysis.